Manufacturer narrative:
(B)(4). The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically explanted due to other/non-product experience. Attempts to obtain additional information were unsuccessful. Reasonable evidence suggests this device was explanted due to a product issue, as it was implanted and in service for less than a month. This product was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Corrected field: b5 (problem description) updated with a more clear verbiage. The product has been received for analysis. This report would be updated should further information be provided from the analysis. The analysis results were added below. Analysis of the device memory confirms that tachy therapy was available at the time of explant. It is confirmed that the device was functioning and depleting normally, and no problem was detected. No further analysis was performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was surgically explanted due to unknown reasons. Attempts to obtain additional information were unsuccessful. This device was most likely explanted due to a product issue, as it was implanted and in service for less than a month. This product was returned. No additional adverse patient effects were reported.